Manufacturer narrative:
Investigation pending.

Event description:
Discrepancy with two inratio meters and two pts: pt 1: date: (B)(6) 2010, meter 1: 2.1, meter 2: 2.3, lab(5 minutes after meters): 15.